Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented for a follow up. The CT revealed that the aneurx bifurcated stent graft has migrated distally 2.2 cm with a proximal type I endoleak present. The aneurysm is currently 4.04 cm in diameter. Per the physician, the causes of the events were related to the patient¿s anatomy; angled and conical aortic neck. There was disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information received on this case reported that during a CT performed approximately 9.5 years post index procedure, a type ia endoleak was noted by the radiologist. The abdominal aortic aneurysm was 4.0cm in diameter with a further graft migration of 1.5cm. The patient received treatment with an endurant cuff implanted which resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.